Event description:
Reporter indicated that patient went into a cluster of seizures (status like) and was admitted to the hospital. During the hospital stay, the EKG showed the heart rate as sinus tachycardia (st). The physicians attributed the tachycardia due to dehydration. The patient was discharged from the hospital without any further tests performed to determine the cause of the st. The patient's neurologist followed up with the sinus tachycardia events and referred the patient to a cardiologist. The patient's baseline heart rate is 131 bpm. The cardiologist, after performing a work-up on the patient, concluded the st may be due to the brain/seizures. However, monitoring showed the heart rate did not change with seizure activity. The vns was programmed to off and the heart rate was found to return within normal limits (hr 68). The device remained programmed to off for three days. When the device was reprogrammed to on, the heart rate increased within 15-20 minutes and the patient was tachycardic. The device remains programmed to off. Programmed parameters have not been adjusted for several months preceding the incident. Although the patient is st, patient is asymptomatic. The cardiologist believes the tachycardia and the vns are related, however, since the patient is asymptomatic the pt is not in any danger/harm at this time. The patient is taking oral/pimoziode 0.5mg bid. A potential side effect of this drug is st. The cardiologist agreed it would be okay for the vns to be reprogrammed to on to low settings with EKG monitoring for st, but wanted consent from family members and neurologist prior to doing so.